Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell while bowling. It was reported that stimulation shifted to the left side and is no longer on the right side. An impedance check was normal, but x-rays showed the lead came down 3 contacts. The patient was reprogrammed and recaptured bilateral hips and legs. The issue was reported to be resolved. No further complications were reported.